Event description:
Information received indicates that unit leaked blood from the pump head during ECMO. Patient blood loss was reported during unit change-out. The patient expired several days later from post-operative shock.